Event description:
It was reported that the ventilator generated alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarm indicating low o2 concentration. According to the technician's statement, there was no patient harm as device was replaced immediately. There were no report of any repair/part replacement made, however customer stated that the o2 cell may have been changed prior to putting device back into service, but it cannot be confirmed. No more information will be provided. After unknown repair by customer's technician the device was returned to clinical use. Unfortunately, the device's logs and confirmed information about repair have not been provided, no further analysis has been possible, therefore the root cause of the reported event has not been determined.